Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image and found it was due to failure of the imaging system (charge coupled device unit/image sensor). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image would not appear with the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the event. Additional event information has been added to b5.

Event description:
Additional information was received stating the reported "no image" was found before an unspecified diagnostic and therapeutic procedure. The procedure was completed by replacing the subject device with another camera head with no delay to the procedure.